Manufacturer narrative:
We have now completed our investigation and reviewed the reported complaint. The issue with the complete removal of the release liner carrier paper from the softport drape assembly has been investigated by the manufacturers and smith and nephew engineers. The investigation confirmed that the softports drape assembly was manufactured according to the manufacturing specifications and the design of the film configuration. There have been no changes to the components or suppliers for the drape assembly since it was launched. The conclusion from the investigation was that the problem can only be improved through re-design of the material components i.e. Implementation of a new release liner. The updated design is currently undergoing an effectiveness review that involves looking at various functional aspects over a range of temperatures and humidity. Upon successful completion of these tests, a limited amount of product will be released into a sample market and will be used alongside current product to check for effectiveness. If the tests are all satisfactory then the revised design will be rolled out globally. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that device displayed leakage warning. The event was solved by using the wet wipes to rub away the white paper.